Manufacturer narrative:
Product was returned. At this point, product analysis has not yet been performed for this device. (B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) declared a code 1003, indicative for voltage too low for remaining capacity. Additional information revealed that the device was explanted and replaced. No additional adverse patient effects were reported. Product was returned and it is waiting for product analysis.

Manufacturer narrative:
Product was returned. At this point, product analysis has not yet been performed for this device. Patient code 3191 captures the reportable event of surgery. Subsequently, the product was returned and analyzed. Upon receipt at our post market quality assurance laboratory, this cardiac resynchronization therapy defibrillator was thoroughly inspected and analyzed. The device had no telemetry, therefore a review of the device memory was unable to be performed. The battery voltage was lower than expected. The case was opened and the battery was removed so that an external power supply could be connected to the device for further analysis. A normal current drain was observed. Battery lab testing results: no visible signs of battery failure were found. The specific cause for this malfunction could not be established.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) declared a code 1003, indicative for voltage too low for remaining capacity. Additional information revealed that the crt-d was explanted and replaced. No additional adverse patient effects were reported. The device was returned and analyzed.